Event description:
Customer dropped the set (with pump) from a height of 2-3 feet to a tiled floor. No visible damage was seen at the pump. Customer's blood glucose was high. Customer has been hospitalized.